Manufacturer narrative:
Initial and final MDR 1879700 - MDR 3003442380-2024-06472 - device 3 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced 4 infusion set tubing was leaking event from (B)(6) 2024. The blood glucose level was 195-265 mg/dl for all events. The infusion set was in use for 1-1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information available.